Event description:
It was reported that review of printouts showed a non- sustained lead noise episode due to post-paced t-wave oversensing on the ventricular lead. Programming changes were successful. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.